Manufacturer narrative:
The reported complaint of no rf telemetry was not confirmed by analysis. Final analysis of the device was performed, and it was found to be operating at normal usage. No anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to interrogate and exhibited no rf telemetry. The ICD was explanted and successfully replaced. The patient remained stable.